Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon receipt the electrode belt was unable to treat and the white pulse wire was broken inside of the trunk cable insulation. The cause for the check therapy pad messages and the inability to treat the pt was the broken pulse wire. The root cause for the broken pulse wire cannot be positively determined but is likely excessive force on the trunk cable. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report constant check therapy pad messages. The pt was issued a replacement electrode belt.